Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. Should add'l info be received, a follow-up report will be submitted. A returned sample is not expected for eval. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It is reported that the signal bubble burst in an attempt to deflate the balloon, therefore, unable to extract 45ml water.